Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with pediatric lcp condylar plate and screws on an unknown date. Reportedly three of the distal locking screw became loose. Patient was returned to the or on an unknown date for removal of hardware. Patient was revised with another plate. This is 1 of 4 reports for the same event.

Manufacturer narrative:
Additional narrative: device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The plate shows no irregularities. A material or manufacturing related issue can be excluded.